Event description:
Report recieved of non-delivery. The device programmed to infuse a chemotherapy agent called bms (bristol myers squibb). Program setting were unspecified. The infusion was started. After an unspecified length of time, it was reported that "the pump read that the bms had infused, but the bag was full. No alarms during infusion". There was no reported adverse patient event. Though requested, no additional information was available.